Event description:
A patient reported experiencing inaccurate high results with a lifescan meter. The patient's blood glucose results were 18.8, 11.6, 12.4, and 10.1 mmol/l. Tests were done within 5 minutes with a difference of 32%. Patient did not experience any adverse events. No further information has been reported.